Manufacturer narrative:
Follow-up #1 date of submission, 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, it was noted that the device was unable to be powered on because of moisture present in the battery compartment. A leak test was performed and failed due to leaks in the audio bolus button and the battery compartment. Unrelated to the original complaint, it was observed that there were four battery compartment cracks.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.